Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain") and genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included oligomenorrhea, premenopause, muscle cramps, chronic interstitial cystitis, endometritis (subacute.), urinary frequency, urinary urgency, hypothyroidism and menorrhagia. Concomitant products included doxycycline, levothyroxine, lidocaine, midol [acetylsalicylic acid, caffeine, cinnamedrine, phenacetin] and pentosan polysulfate sodium (elmiron). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain in abdominal area / abdominal pain"), vulvovaginal pain ("vaginal pain") and fungal infection ("persistent yeast infection"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 pelvic surgery to try and alleviate the symptoms, on (B)(6) 2015 hysterectomy (partial)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache and abdominal pain had resolved, the genital haemorrhage, dysmenorrhoea, migraine, weight increased, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and tooth disorder outcome was unknown and the cystitis and fungal infection was resolving. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain, vaginal pain, dyspareunia". Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical record was received events added from pfs: depression, anxiety, urinary problem, bladder problem, itching all over, abnormal vaginal bleeding, tingling feeling throughout body, pain, irritable bowel syndrome, acid reflux and dyspareunia (painful sexual intercourse) clubbed to previous events. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain") and genital hemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included oligomenorrhea, premenopause, muscle cramps, chronic interstitial cystitis, endometritis (subacute.), urinary frequency, urinary urgency, hypothyroidism and menorrhagia. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as doxycycline, levothyroxine, lidocaine, midol [caffeine,mepyramine maleate,paracetamol] and pentosan polysulfate sodium (elmiron). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 6 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain in abdominal area / abdominal pain"), vulvovaginal pain ("vaginal pain") and fungal infection ("persistent yeast infection"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (pelvic surgery,on (B)(6) 2015 hysterectomy, bilateral salpingectomy cysto with removal of essure coil) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, cystitis, abdominal pain and fungal infection had resolved and the genital hemorrhage, dysmenorrhoea, migraine, weight increased, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and tooth disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital hemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in the insertion date compared to previously added. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain, vaginal pain, dyspareunia". Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received: concomitant medication, lab date, outcome for the events fungal infection and cystitis updated to recovered / resolved . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain / pelvic pain') and genital haemorrhage ('irregular bleeding / abnormal bleeding (general)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included oligomenorrhea, premenopause, muscle cramps, chronic interstitial cystitis, endometritis (subacute.), urinary frequency, urinary urgency, hypothyroidism and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as acetylsalicylic acid (midol), doxycycline, levothyroxine, lidocaine and pentosan polysulfate sodium (elmiron). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 6 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain ("pain in abdominal area / abdominal pain"), vulvovaginal pain ("vaginal pain") and fungal infection ("persistent yeast infection"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and cystitis interstitial ("interstitial cystitis"). The patient was treated with surgery (ablation and pelvic surgery,on (B)(6) 2015 hysterectomy, bilateral salpingectomy cysto with removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, cystitis, abdominal pain and fungal infection had resolved and the genital haemorrhage, dysmenorrhoea, migraine, weight increased, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain, tooth disorder and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in the insertion date compared to previously added. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media was received. Event added- interstitial cystitis. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016 pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.